Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. It was reported that the patient had occlusive disease in the left iliac artery. The patient was prepped and draped accordingly for endovascular repair. Bilateral common femoral arteries were dissected. The patient was heparinized. A wire was inserted in both femoral arteries and introduced into the thoracic aorta. The physician attempted to pass an 18 french sheath in the left common iliac artery and a 22 french sheath in the right common iliac artery but was unsuccessful. Balloon angioplasties were performed at both iliac arteries so that eventually a 16 french sheath could be passed on the right. With multiple procedures, eventually the left iliac artery could be dilated enough so that a 22 french sheath could be passed on the left. It was necessary to place a stent in the external iliac artery on the left because of plaque that created a valve-like effect. The stent was placed to tack this area down so that the sheath could be eventually passed through. Finally an aneurx bifurcated stent graft was passed through the left iliac system into the aorta. It was positioned just below the renal arteries. The stent graft was deployed. There was migration distally and eventually it was determined that the quick disconnect button on the delivery system had been released and the stent graft could not be recaptured into the delivery system. This caused migration of the stent graft distally. The stent graft was eventually stabilized into the previously placed left limb of the iliac stent graft. This was placed prior to passing the bifurcated device in order to create a conduit from the common iliac artery into the aorta. The stent graft was just at the distal end of the aortic neck and had trombosed into the previously placed left iliac limb graft. It was necessary to place an aortic cuff proximally to create a good seal from the true aortic neck into the bifurcated device. This was ballooned to create a seal between the cuff and the bifurcated device. The contralateral limb had been sealed by the attempt to recapture the device; therefore, an aorto-uni-iliac stent graft system was created. Following this it was elected to terminate the procedure because sealing of the aneurysm was felt to be present and contralateral flow was eliminated because of the tight distal bifurcation and closing of the bifurcation with the ipsilateral limb. Once all the delivery devices were removed, a femoral-femoral bypass graft was performed by sewing a piece of dacron graft from one femoral artery to another. The wounds were closed accordingly. No additional clinical sequelae were reported, and the patient is reported to be fine.